Event description:
It was reported that prior to starting a da vinci prostatectomy, the customer experienced multiple occurrences of system error code #23008 in conjunction with the led display on system arm #1 indicating an error. With the assistance of an isi technical support engineer, the site moved arm #3 in arm #1's place to minimize the fault. The site continued with their case, however, the site experienced a non recoverable system error #22001. The site then stowed arm #3 to resolve the error and tried to use arm #1 again. Arm #1 continued to display system error #23008 which could not be corrected. The patient had been under anesthesia and ports had been placed when the surgeon decided to abort the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #22001 and #23008 experienced by the customer were associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system error codes #22001 and #23008 functioned as designed and there was no injury to the patient. The da vinci s safety system determined that there was a potentiometer limit error as well as a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a recoverable safe state. The psm was returned to isi for failure analysis investigation. Engineering evaluation determined that an axis potentiometer had malfunctioned, thus generating the system error code experienced by the customer. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.